Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that there was "too much bleeding" associated with the use of a wallace oocyte recovery set. No permanent injury was reported.

Event description:
It was then reported that bleeding was related to a patient issue than a device problem. The reporter withdrew the complaint.